Event description:
It was reported the patient was unable to communicate with the ipg using the programmer. Follow up identified the patient no longer had stimulation and had not recharged the ipg since march 2013. A replacement programmer was sent to the patient. It was reported the patient had recharged the ipg and the replacement programmer was working properly, but later the new programmer would not communicate with the ipg again.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.